Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of keypad anomaly, unexpected restart and damage from the insulin pump. The customer's blood glucose reading was 372 mg/dl. The customer stated that her keypad is unresponsive except for act button. The customer mentioned that she was not able to clear the unexpected restart alarm. The customer stated that she dropped the pump right before the issues occurred. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.